Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Discarded.

Event description:
It was reported that a clinical patient underwent an initial right total hip arthroplasty on (B)(6) 1999. Subsequently, the patient underwent a closed reduction procedure on (B)(6) 2000 due to dislocation. The patient was revised on (B)(6) 2000 due to dislocation. The liner, acetabular cup, and modular head were removed and replaced.